Event description:
Customer reported that an 840 ventilator was losing wall alternating current (ac) intermittently. Device was being used on a patient when event occurred. The patient was not harmed or injured as a result of the event. Covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and replaced the ac power cord receptacle. Device passed extended self test (est) and short self test (sst).

Manufacturer narrative:
(B)(4).